Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). Analysis of the 9733856 found insufficient information. Analysis of the 9733575 found connection cabling/hardware damaged. The cable has been pinched cutting the cable and several inner wires. A continuity test revealed opens for wires, 4, 5, 9, 11, 12, 13, and 14. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the when the system was turned on, the camera was not communicating and showed no lights. When the cable was checked, it was severed neat the last joint in the camera arm where it connected to the main cart of the navigation system. There was no patient present when the issue occurred.